Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible allergic reaction after having undergone knee arthroplasty. The patient has been treated with antibiotics with no symptomal relief and has tested negatively to blood cultures, methicillin-resistant staphylococcus aureus (mrsa) and nickel and cobalt metal allergies. It is suspected that the bone cement implanted is potentially causing the reaction.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed the product did not contribute to the patients conditions.